Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, when the jaws were opened, the cartridge kept coming out of the jaw after device was fired. They got a new one to complete the procedure. There was no patient consequence.